Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the serial number and product name were updated and updated information is as follow : serial number :(B)(4) and product name : paradigm real-time insulin infusion pump mmt-554cml

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 36 mg/dl at the time of the incident. The customer was given glucagon to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated that any pressure on the reservoir compartment will make insulin squirt out. Troubleshooting was not completed as physical testing for the pump model is no longer performed. The insulin pump will be returned for analysis.